Event description:
A peritoneal dialysis (pd) pt reported that his effluent was more yellow that it usually was. Upon follow-up with the pd nurse, she confirmed that the pt came to the clinic on (B)(6) 2015 and a pd fluid culture was done and he was started on antibiotics due to elevated white blood cell count (wbc). The culture did not grow any organisms. After three additional treatments of antibiotics another culture was taken and the wbc was higher, the effluent was cloudy, however no organisms grew. A third culture was taken and was negative but the wbc's were decreased significantly. Culture reports have been requested.

Manufacturer narrative:
Based on medical records information it appears that on (B)(6)2015, this patient was diagnosed with peritonitis and started on intraperitoneal antibiotics. According to the peritoneal dialysis registered nurse (pdrn), the patient was in the clinic on (B)(6)2015 and had his peritoneal fluid cultured and was placed on antibiotics due to escalated white blood cell count (wbc). The patient was not hospitalized. According to the pdrn, the culture did not grow any organisms. Per the pdrn, after three additional treatments of antibiotics another culture was taken and the wbc was higher and effluent was cloudy but again did not grow any organisms. A third culture was taken and was negative for organisms but the wbcs finally came down significantly. Medical records reveal patient continued to have elevated white blood cell counts on (B)(6)2015 but, cultures continued to be negative. Medical records show patient's peritonitis never resolved and not new episodes of peritonitis. Medical records do not contain any dialysis treatment records, progress notes, medication records, physician's orders or flow sheets for review. There is no documentation in the medical record that indicates the cause of the peritonitis. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler and concomitant products and the patient's peritonitis. The reported complaint is not confirmed. A sample was not provided for evaluation. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. DHR review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Event description:
Additional information: patient had a peritoneal dialysis fluid culture on (B)(6)2015 that had an elevated white cell count of 653. Culture returned negative. Patient had repeat culture negative peritoneal dialysis fluid specimens with elevated white blood cell counts of (B)(6)2015. Patient was diagnosed with peritonitis and treated with intraperitoneal antibiotics.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.